Event description:
When she removed the blue cap ends she noticed a white piece of object sticking out the needle end [needle issue] when she was trying to figure what it was by pull it off the medication discharged/auto-injector (pen) that did not work correctly [device malfunction]. Case narrative: this initial spontaneous report concerns of needle issue and device malfunction in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 28-mar-2024, amneal pharmaceuticals received information from a nurse via a telephone call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was using epinephrine injection usp (auto-injector) 0.3 mg (ndc: 0115-1694-30, lot number: g221005x, and expiration date: jun-2024) (route not reported) for anaphylactic reaction. Current condition included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. The reporter had a student whom the reporter had to administer epinephrine auto injector manufactured by amneal. The reporter was one of the school nurses for high school. A student needing this medication came into their office on 20-mar-2024. The reporter was the nurse administering the medication. The student's pen was being kept in the health office for the student and was in the black and yellow case. The case opened without difficulty, and the nurse has been trained, also watched videos of on the use of the product however, when the reporter removed the blue cap ends the reporter noticed a white piece of object sticking out the needle end and when the reporter was trying to figure what it was by pull it off, the medication discharged and was unable to be used for the patient that needed it, it was not administered to the child. They had to run and grab another type of epinephrine that they had in stock supply for the school. The reporter added that the child's parent received two autoinjector but kept one at home and one at school and since the nurse had only one which discharged, and the child needed to take the medication, the nurse used another manufacturer product to administer to the child. The reporter confirmed that the child was doing better at the time of call. The reporter described the white piece the nurse found at the needle end as a white piece which could be part of the blue cap which looks like some part of the blue cap. The reporter added that it was thin, white, translucent, and hard. The small blue cap and the white piece that was removed from the needle end were discarded in the sharps bucket or the trash, they did not have those pieces any longer. Last action taken with epinephrine in relation to needle issue and device malfunction was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and device malfunction was unknown. The reporter did not provide the causality of needle issue and device malfunction with epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 16-apr-2024. New information received includes qa investigation report, attached with this case. On 28 mar 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221005x, "white piece of object sticking out the needle". The investigation complaint sub-type based on the complaint information was determined to be for ¿sheath mot removed by sheath remover¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g221005x for the past 24 months. There have been ten (10) other, similar complaints reported in the complaint category "sheath not removed by sheath remover" in the past 24 months. None of the 10 similar complaints were attributed to the manufacturing process. Based on the retain review and testing the retain tested conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. One photo of the complaint sample was provided by the reporter. The images in the photo were reviewed. Based on the photo provided the reported complaint of "white piece of object sticking out the needle" could not be confirmed as the device was in a fired state and the needle was exposed. There was no sheath covering the needle in the photo. The complaint sample was returned on 11 apr 24 and inspected on 12 apr 24 from the complaint sample return kit provided by impax - amneal. One (1) 0.3 mg auto-injector was returned, which included samples from lot g221005x exp jun 2024. One (1) epinephrine auto-injector 0.3 mg was returned inside it¿s carrying case. Upon removing the device from the case, the needle was protruding from the red nose cap, unsheathed. The sheath remover was returned and was placed over the red nose cap. The needle sheath was not returned for evaluation. The sheath remover was inspected, and no visual defects were observed. The sheath remover was identified as a part molded from cavity #16. All eight (8) petals tabs on the sheath remover were measured for thickness with a caliper. All petal tabs met specification of 0.018" +/- 0.003". The auto-injector was inspected, and no defects were observed. The device was in a fired state as the needle extended from the red nose cap 0.5345" and was in specification (0.4"- 0.6"). The adjustment screw was advanced and was seated against the stop collar confirming a 0.3mg dose was delivered. The needle was viewed under a microscope and no blood or skin tissue was present. All components were present inside the device, there were no defects observed. Based on the complaint sample evaluation the reported "white piece of object sticking out the needle" was not confirmed as the sheath was not returned, the device was in a fired state with the needle exposed, the device dosed correctly and the sheath had been removed from the auto-injector, by the user. A root cause of user error could not be determined based on the returned complaint sample evaluation, as the sheath was not returned and the sheath had been removed from the auto-injector, by the user. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the IFU, ¿pull off both blue caps. You will now see a red tip. Grasp epinephrine injection in your fist with red tip pointing downward. (Note, there is a picture in the IFU showing both blue caps being removed. The sheath remover photos show the sheath bulb tip as part of the sheath remover.) The needle comes out of the red tip. To avoid accidental injection, never put your thumb, fingers of hand over the red tip. If accidental injection happens, get medical help right away. Put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps." If addition, there are instructions for after use disposal. As per the IFU, ¿carefully cover the needle with the carrying case." (Note, there is a picture in the IFU showing the device red needle tip with exposed needle) the investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g221005x for the complaint category ¿ sheath not removed by sheath remover; for the reported complaint ¿white piece of object sticking out the needle¿ determined the manufacturing or assembly did not attribute to the reported complaint. The reported complaint was not confirmed in the retain review. The reported sheath removed not removing the sheath could not be confirmed in the photo provided by the reporter as the device was fired and needle was exposed. In addition, based on the complaint sample evaluation the reported complaint was not confirmed as the sheath was not returned, the device was in a fired state with the needle exposed, the device dosed correctly, and the sheath had been removed from the auto-injector, by the user. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to needle issue and device malfunction was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and device malfunction was unknown. The reporter did not provide the causality of needle issue and device malfunction with epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
When she removed the blue cap ends she noticed a white piece of object sticking out the needle end [needle issue]. When she was trying to figure what it was by pull it off the medication discharged/auto-injector (pen) that did not work correctly [device malfunction]. Case narrative: this initial spontaneous report concerns of needle issue and device malfunction in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from a nurse via a telephone call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was using epinephrine injection usp (auto-injector) 0.3 mg (ndc: 0115-1694-30, lot number: g221005x, and expiration date: jun-2024) (route not reported) for anaphylactic reaction. Current condition included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. The reporter had a student whom the reporter had to administer epinephrine auto injector manufactured by amneal. The reporter was one of the school nurses for high school. A student needing this medication came into their office on (B)(6) 2024. The reporter was the nurse administering the medication. The student's pen was being kept in the health office for the student and was in the black and yellow case. The case opened without difficulty, and the nurse has been trained, also watched videos of on the use of the product however, when the reporter removed the blue cap ends the reporter noticed a white piece of object sticking out the needle end and when the reporter was trying to figure what it was by pull it off, the medication discharged and was unable to be used for the patient that needed it, it was not administered to the child. They had to run and grab another type of epinephrine that they had in stock supply for the school. The reporter added that the child's parent received two autoinjector but kept one at home and one at school and since the nurse had only one which discharged, and the child needed to take the medication, the nurse used another manufacturer product to administer to the child. The reporter confirmed that the child was doing better at the time of call. The reporter described the white piece the nurse found at the needle end as a white piece which could be part of the blue cap which looks like some part of the blue cap. The reporter added that it was thin, white, translucent, and hard. The small blue cap and the white piece that was removed from the needle end were discarded in the sharps bucket or the trash, they did not have those pieces any longer. Last action taken with epinephrine in relation to needle issue and device malfunction was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and device malfunction was unknown. The reporter did not provide the causality of needle issue and device malfunction with epinephrine. This case was considered as serious. The reportability of this case was expedited.